Event description:
It was reported that eleven months after implant the patient developed endocarditis. The implantable cardiac defibrillator (ICD) and leads were explanted. The patient is enrolled in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: 407652 lead (B)(6) 2012. (B)(4).